Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: material # 309623. Batch # 4207026. Verbatim: rcc received a complaint via email. External evaluation is required for (B)(4). Complain owner: (B)(6). Complaint description: report received from pv on (B)(6) 2025: received message to call patient as he had problems with medication last week, I called patient and he said the injection needle used to inject himself looked like it had a little layer of plastic an inch or two long on one side attached from the syringe down the side of the needle, looked like it was melted on the side and was unable to peel it off, used it anyway as he has already drawn the medication. Lot # / product code: 4207026 expires 6/30/2029 provided by patient. Additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? Unk reported to takeda 09jul2025 2. What was the impact to the patient? Patient used the needle to inject with the unknown material. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details none reported.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.